Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded the ch-evar procedure is a suitable option for those patient with multiple comorbidities that are not candidates for open surgical repair.

Event description:
Article: stenson, k. E. (2016). Extended use of endovascular aneurysm sealing: chimneys for juxtarenal aneurysms. Seminars in vascular surgery, 120-125. Purpose: to present a technique using parallel grafts. Per the article deaths occurred during the study period.